Event description:
It was reported that the pt experienced "cessation of function". The hcp was unable to aspirate fluid. In 2009, the catheter was explanted/replaced. The report also indicated that there was a large pseudomeningocele. The event was ongoing; the pt was to be seen for a post operative visit the following month. The medication used in the pump was baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the outcome was resolved without sequelae as of (B)(6) 2009.